Event description:
It was reported when using the bd paxgene® blood rna tube, the device experienced discolored or abnormal additive form and missing aditive. The following information was provided by the initial reporter. The customer stated: it was reported that white crystal sediment/particulate formed in the last step of the processing. Customer called to report that they are processing the pax gene rna tubes that have been stored in -80 degrees. She said they were collected in 2010 and expired in 2014. She explained that there is a weird particulate forming, looks like white crystals in the last step of the process, she is wanting to know what this might be or maybe due to the age of the tubes.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 video was provided for investigation. The video was reviewed and the indicated failure mode for sediment /crystal formation and low yield was not observed. Retained samples expired, therefore could not be tested. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has no claims on yield for this product. The technical service guidance provided (through the molecular specialist), is as follows: the expiration date on the tube only pertains to blood collection and not storage. We have 15 year stability of the blood in the tube at -20 and -80c. The white precipitate should not effect downstream rna quality.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd paxgene® blood rna tube, the device experienced discolored or abnormal additive form and missing aditive. The following information was provided by the initial reporter. The customer stated: it was reported that white crystal sediment/particulate formed in the last step of the processing. Customer called to report that they are processing the pax gene rna tubes that have been stored in -80 degrees. She said they were collected in 2010 and expired in 2014. She explained that there is a weird particulate forming, looks like white crystals in the last step of the process, she is wanting to know what this might be or maybe due to the age of the tubes.